Manufacturer narrative:
Eval summary: as returned, one glenosphere helmet has a missing tab and on the other helmet, only a portion of the tab is missing. The devices have an approximate field age of 9 months and 16 months respectively and has been used an unk number of times. This type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. However, the exact cause analysis cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the products failed to meet specifications.

Event description:
It is reported that the prongs are fractured off.